Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, this was a series of three tubes used to intubate the patient. Initially, the staff thought there might be a problem with the ventilator, so the ventilator was switched off without change. The tube was changed out again, performed a bedside bronch procedure, switched out the vent again. From there, the tube once more was changed till volumes held. The 4th tube remains in place with continuous ventilator support.